Event description:
Reporter noted small corneal burns on first three cases. New handpiece had been used. Changed to demo unit for last cases without problem. Feels that system is a problem. No permanent injuries reported.